Manufacturer narrative:
Concomitant medical products: ddmb2d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a possible fracture. The lead had high and undefined pacing impedance, noise, and was undersensing as atrial markers were not lining up with p waves. The lead was reprogrammed and remains in the patient. No patient complications have been reported as a result of this event.